Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had button issue. The customer's blood glucose level was unknown. The customer reported that the buttons were hard to press, batteries lasted less than 6 days, had a lot of random and unexplained no delivery alarms and motor and rewind errors. The insulin pump will be returned for analysis.